Event description:
It was reported that this patient has been symptomatic with shortness of breath with reported unusual electrograms (egms). Technical services (ts) was contacted for data review and troubleshooting recommendations for a suspected lead integrity issue. Ts reviewed device data and noted noise oversensing was present on the atrial channel, leading to stored atrial tachy response (atr) episodes. A high number of pacemaker mediated tachycardia (pmt) at the maximum tracking rate was noted. Ts provided troubleshooting recommendations. This ra lead remains in-service at this time. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).